Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that while sleeping, the patient experienced high blood glucose level of 24 mmol/dl due to infusion set's tubing which was detached at the end of tubing where it was attached to the site. The site location was patient's abdomen and the pump was located at right hand side. Moreover, the infusion had been used since last night. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 21.4 mmol/l. No further information available.

Event description:
On 02-jul-2021: follow up information was submitted to update the awareness date. Moreover, the result of the (complaint investigation) visual inspection performed on the returned unused device (1 used set) and a connector test, showed that it was possible to detach the tubing connector from the cannula part without activating the quick release function. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2021, it was reported that while sleeping, the patient experienced high blood glucose level of 24 mmol/dl due to infusion set's tubing which was detached at the end of tubing where it was attached to the site. The site location was patient's abdomen and the pump was located at right hand side. Moreover, the infusion had been used since last night. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 21.4 mmol/l. No further information available.